Manufacturer narrative:
One device and two photos were received for investigation. Visual inspection found that a foreign fiber was found inside the package. The complaint is confirmed. Based on the analysis conducted in the sample provided, the foreign fiber is confirmed, this problem could have been caused by some cotton fiber from the casual clothing of some operator. All mitigations on placed were verified and it was confirmed that it has been executed accordingly. This will be continue to be monitored this failure condition, in this product, for threshold or escalation. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
B3: month and year of event have been provided. Day is unknown. D4: lot number, UDI section, expiration date. And h4: manufacture date are unknown. No information has been provided to date. G5: 510k is blank, device is exempt. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported, that before opening the package. The customer found a fibrous foreign substance in it. No patient injury or adverse affects reported. It was reported, that no additional information is available for this complaint.